Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
As reported: "removal of painful hardware. Axsos 3 distal femur plate, one locking screw was cold welded to the plate and wouldn't come out. Surgeon decided to use a burr and smooth out the protruding side of the screw."